Manufacturer narrative:
Approximate age of device - 4 years. The pump was not explanted; therefore, the pump is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient expired on (B)(6) 2018. The patient¿s anticoagulation had been altered due to gastrointestinal bleeding. On (B)(6) 2018 the patient presented to the lvad center via emergency services after developing sudden onset shortness of breath. The shortness of breath was worsened by any exertion or movement. The lactate dehydrogenase (ldh) was 1300 u/l. The patient experienced cardiogenic shock and was treated with bivalirudin. A computed tomography scan was negative for outflow graft thrombosis. The patient had experienced ventricular tachycardia (vt) with clinical deterioration on (B)(6) 2018. The patient was treated with amiodarone. The ldh doubled every 6 hours. The patient was anuric with worsening lactic acidosis. Low dose tpa was administered following protocol. The lvad pump parameters began to improve several hours after tpa administration; however the patient continued to develop progressive multi system organ failure (msof). The patient expired on (B)(6) 2018.

Manufacturer narrative:
A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists device thrombosis, hemolysis, respiratory failure, cardiac arrhythmia, renal failure and bleeding as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.